Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: dzj; hxx. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) screwdrivers were not seating to the screw when inserting. The procedure was completed successfully. There was no patient consequence. No further information provided. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 1); shaft for 90° screwdriver (part # 03.505.003, lot # unknown, quantity 1). This report is for one (1) handle for 90° screwdriver. This is report 4 of 5 for complaint (B)(4).